Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms, which triggered a lead safety switch (lss) resulting in the rv lead being automatically switched from the bipolar to the unipolar configuration. The lss occurred approximately eleven months ago. The patient was recently brought into the clinic for an evaluation. The rv lead was programmed back to the bipolar configuration, but the pace impedance was still greater than 3000 ohms, so the lead was kept in the unipolar configuration. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) about performing isometric testing to determine if noise can be produced. The hcp indicated that isometric testing was not performed. Ts stated to consider programming on the non-sustained ventricular tachycardia alert so if there are noise episodes, the clinic will be notified. The hcp noted that the patient is not rv pace therapy dependent. The hcp indicated they will discuss this issue with the physician and possibly perform a chest x-ray. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received more than three years after the initial reported event indicating that this rv lead is continuing to exhibit high out of range pace impedance measurements. The hcp noted that an x-ray showed nothing abnormal with the lead, so it was programmed to a unipolar pacing and sensing configuration. However, now there is noise observed on the rv lead resulting in oversensing and pacing inhibition. The hcp stated that the patient is getting dizzy with the current programming. Ts discussed the option of using a unipolar pacing and bipolar sensing programming configuration and performing troubleshooting and testing for oversensing. Ts also discussed the risks and limitations of programming and noted it is up to the physicians discretion. The hcp indicated they will review the options with the physician. A boston scientific field representative subsequently reported that testing was performed, and isometric noise was able to be recreated in the unipolar pacing and bipolar sensing programming configuration when the patient pressed their hands together and when the patient scratched their nose with their left hand. This resulted in noise oversensing and pacing inhibition as the patient is pace therapy dependent. The patient experienced symptoms of lightheadedness whenever the pacing inhibition occurred, including during the testing. It was also noted that based on lack of capture observed when the lead was programmed in the bipolar configuration, the representative suspects the lead has a compromised ring electrode. Based on all these observations, the physician performed a rv lead revision, where the lead was surgically abandoned and replaced. The associated pacemaker device was also electively explanted and replaced at the same time due to the pocket already being open. The surgical procedure was successfully completed, and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms, which triggered a lead safety switch (lss) resulting in the rv lead being automatically switched from the bipolar to the unipolar configuration. The lss occurred approximately eleven months ago. The patient was recently brought into the clinic for an evaluation. The rv lead was programmed back to the bipolar configuration, but the pace impedance was still greater than 3000 ohms, so the lead was kept in the unipolar configuration. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) about performing isometric testing to determine if noise can be produced. The hcp indicated that isometric testing was not performed. Ts stated to consider programming on the non-sustained ventricular tachycardia alert so if there are noise episodes, the clinic will be notified. The hcp noted that the patient is not rv pace therapy dependent. The hcp indicated they will discuss this issue with the physician and possibly perform a chest x-ray. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.